Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was returned for evaluation. The customers defect is confirmed. Conclusion: the defect is confirmed. Refer to CAPA (B)(4).

Event description:
It was reported that 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter had blood leakage between tubing and the white adapter hub. Blood flows back to the patient. There was no injury or medical intervention reported.